Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The data showed no timeouts, drive stalls, or alarms during the run that would indicate a failure for the pod to deliver insulin. The exposed portion of the soft cannula was observed to be flattened. During the investigation, the flattening prevent fluid from exiting the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown. Corrosion was found on multiple components of the drive mechanism and parts of the needle mechanism assembly. Because of the corrosion, a leak test was performed, but no leaks were observed along the fluid path. No cracks in the top or bottom housing were observed that would lead to corrosion of internal components; the source of the corrosion is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had worn a pod between 24 and 36 hours their blood glucose level had rose to 350 mg/dl. As treatment, the patient administered a manual injection of insulin.